Manufacturer narrative:
Revision occurred after 7 months due to dissociation of components. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 7 months after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to dissociation of glenosphere from the baseplate. 36 mm eccentric glenosphere and 36 mm + 3 humeral stability cup. These parts were replaced with a 36 mm eccentric glenosphere and 36 mm + 9 humeral standard cup.